Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2022, it was observed that the rounded proximal end on the 7x23mm milagro advance interference screw device where the driver enters the screw was ever so slightly in the joint space. According to the report, the surgeon used rongeurs or biters to cut that portion of the screw out. It was reported the tunnel size was 9mm, and the graft was also a 9mm on the femoral side. The bone was first tapped using a milagro advance 7-8mm tap, and then the device was inserted. It was reported that a nitinol guide wire was used to index the tap/screw at all times. It was reported that the hex driver hole stripped to where the driver could turn freely without applying torque to the screw. It was reported that this happened at the point where the slightly rounded end of the screw was about to sit below the bone interface, or it was barely sitting proud into the joint space. It was reported that the surgeon did not feel anything abnormal about the device that was s snug on the driver. It was reported that the hex driver end did not appear to be worn in anyway. It was reported that the patient was fairly young, but the surgeon did not report that the bone was particularly hard. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was implanted in the patient, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number (8l87240), and no non-conformance was identified. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.